Event description:
Baxter (B)(4) received a report that an infusor's patient control module (pcm) had leaked after filling. The concomitant medical products are currently unknown. This potentially caused a breach in the sterile fluid pathway of the device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample used sample for evaluation. Visual examination of the unit showed no signs of physical abnormality. A leak test confirmed a leak from the tubing connection located inside the pcm housing. The root cause of the leak was determined to be insufficient solvent bonding. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators in (B)(4) 2012. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.